Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that sometime earlier this year that it seems like the neurostimulator is changing settings by itself or the handheld units are actually changing the setting. The patient said that during the day keeps the setting at 1.2 and turns the setting down to 0.9 at night. The patient said that intermittently patient has noticed that when goes to increase the setting to 1.2 in the morning that it is already at 1.2 when connects. The patient said that the same thing happened last week when they were on a different program. The patient said that they have been working with the physician¿s assistant (pa) regarding this issue and it is their understanding that the pa was going to contact the manufacturer for assistance. The patient said that the pa thinks this could be an issue with the communicator. The patient mentioned difficulty connecting using the external devices. When asked the patient said that they make the adjustments themselves and confident that they are doing it correctly. The patient also stated that the patient or device is having other problems, however didn't explain what other problems they are referring to. With instruction patient turned on the communicator and then after several attempts was finally able to turn the handset on after received assistance from their wife to verify that they were pressing the correct button. With instruction patient successfully connected right away to neurostimulator and then decreased the setting like they do at night and then ended the programming session. The patient reconnected to neurostimulator to check the setting and the setting did stay at the decreased level. At the end of the call, patient did increase setting back to their typical daytime setting. Reviewed option of having the pa call into technical services, ideally when with the patient so that live troubleshooting could be performed. Also suggested, if possible, to request if their wife could make the a djustments at night and then in the morning to confirm if they experience the same issue. Notifying field staff of situation or request. The patient said they will contact the pa and schedule an appointment to meet again and will provide phone number to technical services and request the pa to call either before the appointment and/or during appointment. It was also recommended that the pa provide more detailed information about the "other problems." In the meantime, patient to monitor occurrences.